Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. Reportedly, customer would attempt to resolve occlusion alarms with different infusion sets; however, the alarms would recur. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.